Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon full deployment of a 26 millimeter (mm) transcatheter valve with forward pressure, the valve dislodged ven tricularly. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0 mm, and the implant depth on the left coronary cusp (lcc) was 8 mm. After valve dislodgement, the implant depth was 18 mm on the ncc and 18 mm on the lcc, and a paravalvular leak (pvl) was observed. Multiple attempts using snares were performed to pull the valve up, and two post-implant balloon aortic valvuloplasty's (bav) were performed to address the pvl; however, these were unsuccessful. Subsequently, a second 26 mm transcatheter valve was attempted, but was unable to pass through the outflow of the dislodged valve. A snare was used to avoid tab interaction, and a non-medtronic (lunderquist) guidewire was used; however, all attempts were unsuccessful. Prior to attempting the second valve again, the non-medtronic guidewire became contaminated at the field. Therefore, the delivery catheter system (dcs) and valve were determined to be contaminated as well. A snare was used to attempt to move the dislodged valve upwards again; however, this was unsuccessful. Subsequently, a 23 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve. Per the physician, the lack of calcium, large left ventricular outflow tract (lvot), and forward pressure applied by the position contributed to the dislodge. Additional information was received that the deployment starting point was towards the bottom of the pigtail catheter. The pvl severity was mild-moderate, which resolved following the second valve implant. The compromised sterility occurred when the guidewire and dcs touched something not sterile at the end of the bed when backing out the dcs due to the user.

Event description:
It was reported that upon full deployment of a 26 millimeter (mm) transcatheter valve with forward pressure, the valve dislodged ven tricularly. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0 mm, and the implant depth on the left coronary cusp (lcc) was 8 mm. After valve dislodgement, the implant depth was 18 mm on the ncc and 18 mm on the lcc, and a paravalvular leak (pvl) was observed. Multiple attempts using snares were performed to pull the valve up, and two post-implant balloon aortic valvuloplasty's (bav) were performed to address the pvl; however, these were unsuccessful. Subsequently, a second 26 mm transcatheter valve was attempted, but was unable to pass through the outflow of the dislodged valve. A snare was used to avoid tab interaction, and a non-medtronic guidewire was used; however, all attempts were unsuccessful. Prior to attempting the second valve again, the non-medtronic guidewire became contaminated at the field. Therefore, the delivery catheter system (dcs) and valve were determined to be contaminated as well. A snare was used to attempt to move the dislodged valve upwards again; however, this was unsuccessful. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve. Per the physician, the lack of calcium, large left ventricular outflow tract (lvot), and forward pressure applied by the position contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (k051541); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.